Event description:
A hospital in (B)(4) reported that there was a faulty connection between the elbow connector which fits the endotracheal tube and the swivel connecting the two lines of the rt225 neonatal breathing circuit. The hospital set up the circuit on the baby at 7am and noticed the problem at 10am. The patient was intubated on a babylog ventilator. The patient exhibited symptoms of discomfort with severe bradycardia and hypoperfusion. The patient recovered once the problem was rectified and suffered no ill effects as a result of the incident.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned circuit was pressure tested and submerged in a water bath to check for leaks. Results: the devices was found to be leaking at the swivel. A lot check revealed no other complaints for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line and those that fail are rejected. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the circuit advise the user as follows: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. (B)(4).